Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of implant reported as 2014 complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 456.323s, lot#: 7794733 (sterile) - 12mm/135 deg ti cann troch fixation nail 170mm - sterile. Quantity 6. Component parts reviewed: 456.314.3 - lock driver tfn, lot - 7676665 456.316.2 - 130 degree lock prong tfn lot - 7784161(3), 7783820(3). 21069 - raw material lot; lot - 7692913 inspection sheet for inprocess/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4) manufacturing date: 10-oct-2014 expiration date: 31-aug-2023 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a short trochantric fixation nail (tfn), tfn lag screw, and 5.0 locking screw were removed on (B)(6) 2017 due to malunion. The existing hardware needed to be removed prior to total hip procedure. The patient will be revised to a competitor's devices. The hardware was removed without incident and all intact. The hardware was originally implanted in 2014 due to an intertrochanteric fracture. The surgery was completed successfully with no delay. The patient was stable following the procedure. This report is for one (1) 12mm tfn nail this is report 1 of 3 for (B)(4).